Event description:
It was reported that a pt with calcified plaque in the common artery had a catheterization procedure and a competitor sheath was used. Prior to being sent to recovery, the competitor sheath was exchanged for an engage introducer sheath. When the hospital staff was instructed to remove the sheath, it was removed with difficulty and the sheath was damaged during the removal process. A hematoma had formed at the access site and a 2 cm portion of the sheath was left behind in the pt, which had to be surgically removed. The pt recovered with no other complications.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The engage hemostasis introducer sheath instruction for use (IFU) states insertion into artery may cause excessive bleeding, vasospasm, vessel trauma, and/or other complications. The engage hemostasis introducer sheath instruction for use (IFU) states upon removal of hemostasis introducer, proper precautions should be taken to prevent bleeding.